Event description:
It was reported that there was an emergence of corrosion. After a one-time treatment there was an emergence of corrosion on the surface coating. No further information was provided. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the examined bone levers determined that these devices did indeed exhibit signs of corrosion. The visible traces were easily removed mechanically. The measurable dimensions were checked to the extent that they could be. It was determined that these dimensions corresponded to the drawings and the (B)(4) specifications. No product error could be determined and the product was manufactured to specifications. We clearly determined that this event involved absorption of contact corrosion. With regard to the build-up of rust, it can be generally said that all materials, even so-called stainless steel, are only conditionally resistant to rust. The resistance to rust only applies if the material is stored dry and without contact with other metallic objects. All metallic contact under moist or wet conditions generates electrolyte reactions, with contact corrosion as a result. In this case, it therefore involves a normal appearance of wear and tear. Conclusion ¿it was clearly determined that these devices did indeed exhibit signs of corrosion and we classify this occurrence as contact corrosion and therefore involves a normal appearance of wear and tear. The resistance to rust only applies if the material is stored dry and without contact with other metallic objects so the complaint condition is related to the storage of the device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.